Event description:
It was reportable the patient dropped system controller along with connected 14v batteries from the open side door of their car, while it was in motion. The patient reported moderate pulling of the pump cable. As a result of the accident, both power cable connectors of the system controller were completely torn off. Battery clips were also broken. The pump seemed to remain operational, while powered by 11v internal backup battery. This was partially confirmed by the still-lit green arrows on the controller as well patient did not noticed lack of the pump support. Immediately after the incident, lcd screen of system controlled stopped working. The patient went to the left ventricular assist device (lvad) center within a few minutes after the event. The vad team replaced affected system controller as well as battery clips. The type of alarm could not be confirmed at this stage of troubleshooting because the log files could not be retrieved from damaged system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section e2: corrected. Section g2: report source corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a system controller exchange due to damaged power cable connectors was confirmed via the log files and during inspection. The reported event of the liquid crystal display (lcd) on the system controller not functioning as expected was unable to be confirmed during this investigation. The system controller, serial number: (B)(6), event log file was reviewed, and timestamps spanned approximately 4 days (22:13:38 on (B)(6) 2025 to 12:41:46 on (B)(6) 2025). From 12:24:03 on (B)(6) 2025 until the system controller was shut down, no external power and power cable disconnect alarms were active as both power cables were simultaneously disconnected from battery power. Per the provided information, this was due to the power cables' connectors detaching from the power cables. At 12:39:07 on (B)(6) 2025, the driveline was disconnected for a system controller exchange, and the system controller was shut down at 12:41:46 on (B)(6) 2025. There were no other remarkable events, and the pump maintained a speed within the expected range while the driveline was connected. Submitted images and inspection of the return heartmate 3 system controller revealed that the power cables had been damaged, with both connectors and locking screw mechanisms detached from the power cables. Further examination showed the disconnection occurred at the potted region of the power cable connectors. The system controller had its power cables replaced with test power cables and was functionally tested. The system controller passed all testing, including the lcd functioning as intended. The provided information stated that the patient had dropped their system controller along with connected 14v batteries and clips from a car door while in motion and had gone to a care center within a few minutes of the event. The root cause of the damage to the power cable was traced to the patient dropping the system controller, as per the provided information. The root cause of the lcd not displaying could not be conclusively determined. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. B and the heartmate 3 patient handbook, rev. B are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (rev. B) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. B) section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas IFU (rev. B) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. B) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including power cable disconnect and no external power alarms. The heartmate 3 lvas IFU (rev. B) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. B) section 6 entitled ¿equipment maintenance¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. B) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.